Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tube deformed with the incident lot was observed.

Event description:
A deformed bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes caused instrumentation probe to be blocked when processing patient sample. There was no report of injury or medical interventions.